Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the clinic for a routine device follow up. The patient reported having recent dizzy spells and also having fallen from her chair onto the floor at home. The device check identified periods of loss of capture on the right ventricular (rv) channel, and it was reported that the patient had a history of high capture thresholds on all of the leads. The patient's underlying rhythm showed what appeared to be a junctional rhythm of approximately 60 bpm. The lower rate limit was increased from 60 to 70 bpm. The right atrial (ra) lead appeared to capture with what was thought to be an atrial threshold of at least 2.3v and the left ventricular (lv) lead threshold was 2.4v@1.0ms. Outputs were increased in the rv and when the physician entered the room the threshold tests were performed again. The electrograms were puzzling so a 12-lead EKG was performed. A snapshot showed the patient in a ventricular tachycardia (vt) at approximately 110 bpm. The patient then started gurgling and the physician started cardiopulmonary resuscitation (CPR). Overdrive pacing was programmed in the rv and lv at 120 bpm at high pacing outputs. The hospital code team was called, and the patient woke after about 20 seconds of CPR. The physician believed the patient was in an idioventricular rhythm of approximately 80-100 bpm; the patient was in and out of that rhythm and was conscious, so no external defibrillation was performed. At this point, the rv and lv pacing outputs were left at maximum outputs and the patient was taken to the emergency room (ER). However, when the local sales representative went to check the patient in the ER, the representative was informed the patient had passed away. The patient's physician believed the patient had multiple complex clinical issues. The patient's spouse had told the physician that the patient had been unwell recently and that their son had recently passed away. Technical services reviewed the available device data. In addition to the intermittent loss of capture on the rv lead, the ra lead showed some undersensing due to small amplitudes that led to unnecessary pacing in the atrium. It was noted that the ra sensitivity had been adjusted to be more sensitive during this follow up. Device data was also reviewed by engineering, confirming there were no alerts or error/fault codes in the device, and the director of medical safety also reviewed the data with no new observations identified. The official cause of death was reported as cardiac arrest with electromechanical dissociation (emd) and the death was not believed to be related to the crt-p device and associated leads.